Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the mid 300s (mg/dl). Reportedly, contact stated that the customer has been eating too much today. Customer administered a correction bolus to treat bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump.